Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (2000mcg/ml at 749mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient's pump was critically alarming and the patient was experiencing withdrawal symptoms with a return of spasticity. Pump logs were read on (B)(6) 2017 and it was found that multiple low battery resets had occurred. The healthcare provider reportedly decided to replace the pump that day, and the issue was considered resolved. There were no environmental, external, or patient factors that were thought to have contributed to the event and the patient's status was noted to be alive - no injury. It was additionally noted that the pump had stalled so many times, and kept critically alarming, so the representative wanted to have the pump permanently shut off so it could be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex,, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(6)2017 revealed low battery resets of an undetermined cause. Analysis of the pump on (B)(6)2017 also revealed voltage related elective replacement indicator (eri) or end of service (eos) of an undetermined cause. Analysis noted that the hybrid was sent to mtc for testing do to a 50ua current drain. It was further noted that mtc had finished their analysis and concluded that pal analysis found the hybrid to be fully functional with a nominal static cd of 4.42¿a average. No physical anomalies such as solder bump extrusions or shorts were observed. The cause of the low battery reset events could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion (B)(4) updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the manufacturer¿s representative (rep) on 2017-jun-20. The event logs indicated that there were multiple low battery resets. The dates and times are as follows: on (B)(4) 2017 at 07:25, 07:26, 07:27, 07:28, 07:29, 07:30, 07:31, 07:32, 07:33, and 07:34. The pump was in safe state at 07:35 on (B)(4) 2017. A motor stall recovery occurred at 07:35 on (B)(4) 2017. It was reported that lioresal was being delivered at 2,000 mcg/ml with a dosage of 96.9 mcg/day. There were no further complication reported/anticipated.